Manufacturer narrative:
(B)(4). The device in question has been returned and a detailed evaluation has been performed on it. That evaluation was able to confirm the alleged issue, that the right, rear wheel wobbled and rubbed the right side of the arm rest. Any underlying cause for this issue, however, was not identified.

Event description:
Dealer is stating that the units right side axle is bent, causing the wheel to rub on the side of the arm rest.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the units right side axle is bent, causing the wheel to rub on the side of the arm rest.